Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the text on the touchscreen is difficult to read. There was no impact to the customer¿s blood glucose. Reportedly, the customer would continue use of pump for insulin therapy.